Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon. While treating an unspecified lesion, it was noted that the 2.50x16mm taxus liberte stent partially dislodged from the delivery balloon. No additional information regarding the procedure outcome was provided. No patent complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.